Event description:
A surgeon reported following an intraocular lens (iol) implant procedure a patient had blurry vision and anisometropia. The toric lens was exchanged. In a follow up the surgeon reported the event continues. The patient has postoperative corneal edema that they are waiting to clear. In the surgeon's opinion the iol was the wrong diopter and axis.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided which indicated an approved cartridge was used; however, the handpiece and the viscoelastic information was not provided. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(6)2013. (B)(4).